Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported when the sensor was removed there was a scar and a half-inch bruise where the sensor wire was inserted. This has occurred with previous sensors, but she did not recall the dates or number of previous occurrences. The event occurred seven days after the sensor had been inserted into the abdomen. Per medical review, this report would constitute an adverse event because the patient reported a scar, which is permanent damage to the body. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.